Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 50748, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 8 applications before the day of the event. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The dissection test showed a kink on the guide wire lumen at 0.9890 inch from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a kink on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.